Manufacturer narrative:
Batch review performed on 09 july 2018; lot 170436: (B)(4) items manufactured and released on 30 may 2017. Expiration date: 2022-05-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event other device involved: reference 02.07.0210psf (k090988 ) tibial insert ps fixed size 2/10mm; lot 174622: (B)(4) items manufactured and released on 14 august 2017. Expiration date: 2022-07-05; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 9 months after primary the surgeon suspect a tibial implant loosening and has planned a revision surgery on the (B)(6) 2018. Furthermore the patient presents an infection. To date, no information about revision reported.

Manufacturer narrative:
Pathogens involved in the infection: staphylococcus, streptococcus, enterobactere. Revision surgery planned for (B)(6) 2018: no further details received up to now. On (B)(6) 2018 the patient matched department analyzed the case: our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly.